Manufacturer narrative:
(B)(4).

Event description:
It was reported that the programmer turned off in the middle of interrogations and that the electrocardiogram (EKG) was noisy. It was noted that the EKG cables were replaced but it did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed that the electrocardiogram (ECG) was noisy. As a result the link electronic module (lem) circuit board was replaced and calibrated. Also, software corruption was found and this occurred during printing. Software was then reloaded and updated. Concomitant products: product ID 2067l radiofrequency head.